Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The allegation was not confirmed as the ams700 device performed within specifications with the exception of explant damage which is a secondary failure and not the cause of this complaint. No malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to tool damage consistent with explant damage. Based on the determination that the damage was consistent with explant, it will not be considered a probable cause for this event because it is a secondary failure. The other cylinder and pump performed within specifications. The product analysis could not confirm a primary device malfunction. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The ipp was previously removed due to unknown reason and a new ipp system was implanted in a further surgery. The previous reservoir was left in patient. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested, however, it was not provided.